Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803. The implant was received with a large amount of bone attached. The apical part of the implant does not show bone attachment, but the largest part of the implant was embedded in bone. According to the available information the implant had been in situ for 2 months and not yet been restored.

Event description:
A (B)(6) year old female patient received one osseospeed ev 4.2s, 9 mm dental implant in position 46 on (B)(6) 2019. The implant was lost on (B)(6) 2019 due to a bone fracture. The patient is a smoker. There is no x-ray documentation available. According to the available information in the complaint the implant was not loaded at the time it was lost and no trauma has occurred. The implant has returned and was examined. It is surrounded by an unusually large amount of bone. The apical part of the implant does not show bone attachment, but the largest part of the implant was embedded in bone. Judging by the amount of lost bone the implant loss must have caused a defect in the jaw. No information is available concerning present status of the patient.